Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hiatal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2008. It was reported that the patient underwent left epigastric incisional hernia repair surgery on (B)(6) 2008. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2012. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted several pockets of mesh, which were folded, crinkled up on each other and significantly contracted. Extensive lysis of adhesions between the bowel to the abdominal wall where the mesh was located was performed. Toward the left side, the mesh was all bunched up over on the left side and was densely adhered to the pericardium, left crus, spleen and stomach. During dissection of these dense adhesions to the mesh, there was a splenic capsular tear and large rent in the stomach among other injuries. It was reported that the patient underwent surgery on (B)(6) 2016 to repair a recurrent small bowel obstruction during which the surgeon noted it took several hours to divide the adhesions from the anterior abdominal wall. It was reported that the patient experienced recurrent small bowel resection on (B)(6) 2019 during which the surgeon noted spending multiple hours taking down extensive bowel adhesions resulting from multiple previous abdominal surgeries. It was reported that the patient experienced pain. No additional information is provided.